Event description:
It was reported that the user contacted support to complete setup of a replacement ilet and successfully initiated therapy, noting a blood glucose of 326 mg/dl and confirming hyperglycemia by fingerstick after a period without insulin when the prior ilet stopped and backup injections were unavailable. Symptoms included hyperglycemia. Outcomes included troubleshooting, user education, and successful device setup. Investigation included remote technical review, user interview, and troubleshooting guidance. Investigation of this case revealed that the high glucose was attributable to lack of insulin delivery during the gap in therapy and user not reverting to alternative therapy, not to a device malfunction of the replacement unit. No device component issue was identified upon setup and restart. It was concluded, based on established findings for similar reports, that the cause was user management during therapy interruption with no backup insulin delivery.